Manufacturer narrative:
Article citation: cersosimo, ricado o., marcelo bartaluchi, cecilia de los santos,l irene bonvehi, and hugo pomata. "Vagus nerve stimulation: effectiveness and tolerability in pts with epileptic encephalopathies." Childs nerv syst 27 (2011): 787-92.

Event description:
It was reported in a scientific article that a vns pt experienced an infectious complication that has not resolved yet, leading to the device being changed. Good faith attempts to obtain additional information have been unsuccessful to date.